Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that she did a bolus on the pump and it was high because she was in the middle of breakfast. The customer stated that she bloused off the phone and her blood glucose was in the 80s mg/dl. The customer stated that he pump sent her to threshold suspend and it shut off. The customer stated that she experienced intermitted cal error alerts. The customer was advised to consider setting up a schedule to calibrate, selecting convenient times when blood glucose are expected to be stable such as after walking, before bed, and before meals. The customer was advised to return the sensor.